Event description:
It was reported that there was a steady increase in right ventricular (rv) lead impedance to high measurements that was coupled with high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.